Event description:
Reportedly, the result of a cat scan suspect a micro-perforation. The physician decided to explant the lead and implant a new one (another brand).

Event description:
Reportedly, the result of a cat scan suspects a micro-perforation. The physician decided to explant the lead and implant a new one (another brand).

Manufacturer narrative:
The manufacturing process was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As received the mechanical, and dimensional measurements were within specifications. The fixation mechanism operated as specified. The screw length was measured, and it was within specification. X-rays were performed to check the screw mechanism (distal part), the proximal level (is1-pin), the outer coil and the inner coil (which drives the screw mechanism). All the components were free from any damages. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issues. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The provided patient files (expert files) since implantation on (B)(6) 2024 do not reveal any electrical abnormalities that would suggest a lead issue or confirm the reported adverse event (micro perforation). The reported micro perforation could not be confirmed as no x-ray or CT scanner were provided. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported issues. The cardiac (micro) perforation may be attributable to factors such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.